Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 78mm abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during the index procedure, the final angiogram revealed a type ia endoleak. The physician attributed the endoleak due to the reverse funnel proximal neck and relatively short landing zone. The physician added another manufacturer¿s screws; however, the endoleak was not resolved. No additional clinical sequelae were reported and the patient will continue to be monitored.